Event description:
It was reported that the implantable cardiac monitor exhibited unspecified oversensing causing false positive episodes at some point while being implanted. Further information was requested however, was not provided.